Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was able to pull naropin but unable to do so for the other two medications (ephedrine or fentanyl). A technical support specialist (tss) cross checked each meds override and confirmed user role that has been set correctly to be able to remove meds. A tss ran a sql (structured query language) script, and checked the user override the medication was 3 hours later which was explained to the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a difficulty in issuing medications. The customer stated that the nurse was unable to access medications for the patient but was able to obtain them by using an override. There were no adverse events or injuries reported based on this event.